Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable creatinine plus ver.2 (crep) result for one patient on their c701 analyzer. Both the initial and repeat samples were aliquoted from the same parent sample by the customer's modular pre analytics device and sent to the analyzer. The patient's initial crep result was 828 umol/l and it was reported outside the laboratory. The repeat result was 63 umol/l and it was reported outside the laboratory. The patient was referred to the accident and emergency and held until the repeat test was performed. There were no reports of any adverse events. The crep reagent lot number was 672937 and the expiration date was not provided. It was discovered the customer did not have up to date carry over evasion protocols in place on the analyzer. All the wash protocols were updated. The customer has implemented a new repeat limit. A definitive root cause could not be determined with the information provided. The reaction monitors were not provided. The calibration and quality control data were within the specified ranges.